Event description:
It was reported that a smiths medical pump failed delivery accuracy -8.15% while testing. No patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed. And there was no evidence of the reported issue. Three separate delivery accuracy tests were performed. And the reported accuracy issue was confirmed, in that at least one of the test results was outside the published +/-6% specification. It was recommended, that the pump's expulsor be replaced in order to bring the delivery into more nominal of the range.